Event description:
Pt had intraocular lens implant in right eye on 2/2001 returned to physician the following day. Diagnosed as having endophthalmitis right eye. Culture revealed pseudomonas - putida intraocular lens recalled on 3/2001 by MFR.